Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a power source alert occurred resulting in the pump shutting down. Reportedly, the customer was using non-tandem charging supplies at the time of the event. There was no reported adverse impact to the customer's blood glucose level. The customer was advised to use tandem provided charging supplies to address the issue.